Manufacturer narrative:
Secondary intervention, additional stent implanted - eval - results: dissection.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad, as treatment of the target lesion. One endeavor sprint rx drug-eluting stent was implanted, overlapping, at the mid lad, as treatment of complication/dissection/bailout. It is reported that dissection occurred after stent implantation.